Manufacturer narrative:
Evaluated one open/used reservoir performed visual inspection and reservoir¿s snap-cap is missing. All other components were returned, barrel, transfer guard, plunger and stopper plunger. Unable to verify snap-cap dimension.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicates that the customer had issues with a reservoir leak and was unable to eject the reservoir form the insulin pump. The customer had issues with their sets and was advised to change their sets. The customer did not provide their blood glucose levels. The customer returned the reservoir for analysis.